Event description:
Customer reported to beckman coulter, inc. (Bec) that there was an excess amount of dried and moist reagent on the plastic cover over the bath area of the coulter ac*t 5 diff cap piercer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe rinse block was leaking. The fse replaced the rinse block assembly and o rings. The fse verified operation. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation - results: rinse block. Bec identifier for this complaint is (B)(4).